Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The vigilance responsible at the hospital forwarded an e-mail in which it was reported that a patient underwent a surgical procedure of thr on unspecified date of 2008 due to coxarthritis of the left hip. On (B)(6) 2013, the patient underwent an unanticipated revision surgery due to aseptic loosening of the implanted device.

Event description:
The vigilance responsible at the hospital forwarded an e-mail in which it was reported that a patient underwent a surgical procedure of thr on unspecified date of 2008 due to coxarthritis of the left hip. On (B)(6) 2013 the patient underwent an unanticipated revision surgery due to aseptic loosening of the implanted device.

Manufacturer narrative:
An event regarding loosening involving an abg ii cementless stem was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A review of the supplied x-rays by a clinical consultant indicated that the left abg ii stem is certainly loose with radiolucent line formation virtually all around the stem, also some distal hypertrophy compatible with this. Cup position appears rather adequate with correct inclination and version while also the stem appears to have correct size and position. Malrotation of the stem with impingement between stem neck and cup rim thus still might be an option, but cannot be supported by the available evidence, would require lateral x-rays. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no similar reported events for the subject lot code. With the available evidence it is not possible to establish a root cause of failure, further information is needed.